Manufacturer narrative:
UDI - (B)(4). The manufacturer location was documented as unknown in the initial report. The location has been updated to (B)(4). Contact office name/address have been updated accordingly to reflect the corrected manufacturing facility. The serial number was documented as unknown in the initial medwatch report. This has been updated to (B)(4). The previous report stated the date of manufacture (dom) was unknown. The dom (apr 14, 2015) has been updated to reflect the date the device was manufactured. If additional information should become available, a supplemental medwatch report will be submitted accordingly. The actual device was returned for evaluation. The device was evaluated and the reported condition was not confirmed. An assessment was performed and the device met all manufacture's specifications. Therefore, an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). The manufacturing location was unknown. The lot/serial number was unknown; therefore, the date of manufacture was unknown. Reporter's phone number was not provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during pre-surgery testing, it was observed that a blood-like fluid was leaking from the handpiece device. The procedure being performed was a primary total knee arthroplasty surgical procedure. It was reported that there was a 30 minute delay to the start of the procedure. It was not reported if a spare device was available for use. It was reported that the procedure was completed successfully without any extension. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.